Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the final line of the homechoice cassette and the final bag which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the final line of the homechoice cassette and the final bag that led to this alarm. The alarm was cleared before it was reported. Renal therapy services (rts) explained the alarms to the hp. The hp stated that the air was introduced through the connection on the final line caused by the bag and port being on the table and tubing hanging down causing pressure on the connection. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.